Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device displayed "abnormal energy delivery" message. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.